Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 3cc safety syringe. The customer reports "needle broke off at hub into buttocks of pt during use."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.